Manufacturer narrative:
(B)(4)

Event description:
Prior to patient use the cuff was difficult to inflate and deflate. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. The reported customer report is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored.